Event description:
Per the clinic, the patient experienced pain at the magnet site. The patient underwent revision surgery (specific date not reported), in order to convert the patient to a percutaneous baha implant system. During the procedure, the internal magnet was removed, and an abutment was placed on the internal fixture.